Event description:
Customer reported that during fluoro, the system kept beeping like it was producing x-rays after the foot switch was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended.